Event description:
An area hemodialysis delivery system had high bacteria counts. A baxter field dervice rep (fsr) went to the facility on the same day and disinfected the incoming water line. No pt injury or medical intervention was reported in association to this incident.